Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694765, lead; implant: (B)(6) 2003, model: 305025, porcine heart valve; implant: (B)(6) 2003. (B)(4).